Manufacturer narrative:
The component codes 814 fiber and 424 cap refer to the results code 642 thermal problem. Fiber analysis: the fiber's glass caps was found to be detached; the fiber broken distal to the fiber/cap fusion zone. The metal cap is severely burned and exhibits severe char and detritus. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, the surgical fiber became unusable. The case was completed using a second fiber. There was no injury reported.